Event description:
It was reported that a vertical gastrectomy surgery was normal. After the surgery, we observed an area of skin burn, on the right flank, coinciding with the fitting of the energy to the forceps. There is no possibility of misuse of the appliance. If there was improper activation, the energy would be produced at the tip. We usually use a may pillowcase for the reception of the forceps in surgery. The burned area coincides with the grip of the caliper. The event was noticed at the end of the surgery. There was burn to the patient, debridement.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: what is the severity of the burn? (See burn degrees below and choose one) up to 3rd degree. What medical intervention was used to treat the burn? (Such as ointment or points) local debridement. Dermacerium. Referred to a specialist plastic surgeon. In addition to the burn, did the patient have any adverse consequences due to the problem? Yes. Are there long-term expected effects of burn or injury? Early to say. It will generate local scar. Additional information was obtained: video report: the doctor shows the used scalpel, which connected to energy, which shows that it is operated without a pedal, is triggered in the hand. It shows the trigger that tightens by hand, and indicates that at the tip is where there is energy. It demonstrates the region that is the form that operates and informs that when the tweezers are not in use it is inside a bag in the surgical sheet in the position pointed by the video. It demonstrates where the patient burned, right at the point of contact with the clamp cable informing that the power transfer between the cable and the patient may have happened. It informs you that there is no possibility of having triggered because when the caliper is in the pouch the caliper is not in your hand, and there is no pedal for it. If it triggers the power goes to the tip and not to the cable. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a video submitted for evaluation. The video provided by the customer shows the doctor describing how the device was used during a procedure and where the device is placed when is not used. Also shows the area where the burn could have happened. However, no burn could be observed during the video. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the video analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. Additional information was requested and the following was obtained: "what was the exact product code of the device that was used? Har36 belonging to bariatric kit code brkec05tv2 lot: 10317737. Are there photos of the procedure and/or device available for review? No, just of the burn. What heat management techniques were used throughout the procedure? Ultracision only. Can more details be provided on where the device was placed when not in use? In the tissue surgical kit support bag, below photo. We have the habit of using a mayo pillowcase to receive the shears in surgery (attached figure). As we have already mentioned, the burned area coincides with the grip of the shears. Is the surgeon aware that the IFU states that the active blade and distal shaft of the device will remain hot for a few seconds after use? Yes, he is aware. Is a generator log available for engineering review? Attached to the latest maintenance what is the patient's current status? So far by the plastic surgeon." What the surgeon reports may be associated with electrical energy leakage from the harmonic® gray hand piece. I don't have access to the photo, but he describes that the burn was at the time of the cable connection with the power converter. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what heat management techniques were used by the user to cool the blade prior to inserting the device into the pouch on the side of the patient? Is a picture of the patient's burn available for ethicon medical review? If yes, please submit it. Is a generator log available for engineering review? If yes, please submit it.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2023. Additional information was requested and the following was obtained: what heat management techniques were used by the user to cool the blade before inserting the device into the pouch next to the patient? Those recommended by the manufacturer. Is a patient burn photo available for ethicon medical analysis? Yes. An additional photo was submitted by the customer for evaluation. A photo of the right flank region taken at an unknown date post-op shows a small pear-shaped burn area on the right flank that is in the healing stage with superficial skin peeling and residual redness at the lateral edge. The skin burn appears to be first to second-degree in severity. The cause of the skin burns could not be determined based on the photo.